Event description:
Per the response received from the surgeon's office, it is still unknown if the cause of death was device related. It was noted that the device was not explanted. The other related conditions were noted to be regurgitation and stenosis. Patient also had another valve implanted.

Event description:
It was reported that the patient has expired after implant duration of less than 1 month, due to unknown reasons. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry. It was reported that another device was explanted.

Manufacturer narrative:
It was reported that another device was explanted. Device not returned.